Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: deposits in the pediatric prechamber and particles in the delivery liquid. Permeability test: the test showed that the progav 2.0 shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the shuntassistant is permeable, while the progav 2.0 is non-permeable. The pediatric prechamber is permeable, too. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, some deposits were found in both valves. Results: based on our investigation results, we can identify a blockage in the progav 2.0 valve. The difficulties in the adjustment of the progav 2.0 cannot be confirm during our investigation. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx413t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to have a problem with the adjustability. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) year. Height: 88 cm. Weight: (B)(6) kg. Gender: unknown.